Manufacturer narrative:
Customer complained about battery compartment crack. Unit perform visual inspection and pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank/flashing white light on the display. Pump received with a constant blank/flashing white light on the display. Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump was cracked. The pump was cracked in battery compartment. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.